Manufacturer narrative:
The complainant indicated that the device is disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2016-03543 pertains to the other device. It was reported to boston scientific corporation that an obtryx ii system was used during a transobturator sling insertion procedure on (B)(6) 2016. According to the complainant, during the procedure, after placement of the mesh, the physician checked for ¿button-holing¿ of the vagina and found that the vagina had been button-holed on both sides during placement. Therefore, the physician removed this mesh from the patient. The procedure was completed with a different device.